Event description:
It was reported that during a lobectomy procedure, the stapler locked up and would not fire completely. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Sled movement. Additional information was requested and the following was obtained: were the staple line and cut line equal in length? The stapler did not fire. Was there any difficulty opening the device? There was difficulty opening; they stated the device was pulled off. On which firing did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? I am not sure what color of cartridge. Was buttressing material utilized? If so, which product? No buttressing material was used. The analysis found that one pce60a device was returned in good visual condition and with an ecr60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.